Event description:
The customer reported that the pt's heart rhythm did not convert as quickly as the users believed that it should.

Manufacturer narrative:
The customer reported that the pt's heart rhythm did not convert as quickly as the users believed that it should. They switched to a different model of defibrillator and converted the pt rhythm. There was no allegation that this event contributed to the pt outcome 2 days later. The event strips were reviewed by philips. The device was working as designed and intended. The customer stated that the device passed the opcheck. Note that successful resuscitation is dependent on many variables specific to the pt's physiological state and the circumstances surrounding the pt event. Failure to have a successful pt outcome is not a reliable indicator of monitor/defibrillator performance. We are considering this issue a user misunderstanding regarding resusitation outcome and no malfunction of the device.